Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5: a burn on the plastic distal end cover/lens was inadvertently reported; however, no burn occurred. Please see b5 for further information. Correction to h6 component of the initial report to remove "772 - cover" and "866 - lenses". Correction to h6 medical device problem of the initial report to remove 1071 - thermal decomposition of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the foreign material investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: during evaluation, foreign material was found on the air/water cylinder and tube.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder, air/water tube each had foreign objects and a burn on the plastic distal end cover, and the light guide lens had a burn. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.